Event description:
On (B)(6) 2025, I woke up with swollen eyes and a warm, red, itchy rash on the front of my neck and chest. It began approximately 1 inch above the loop recorder. I reported to the emergency department at the (B)(6) hospital in (B)(6). I was briefly evaluated and sent home with a prescription for prednisone. The following day, (B)(6) 2025, I was still displaying symptoms and called my physician at the (B)(6) medical center in (B)(6). My doctor instructed me to add benadryl. On (B)(6) 2025, my symptoms progressed. I began feeling tightness in my throat and had increased swelling that had spread. I went back to the emergency department at the (B)(6) hospital in (B)(6) and I was given IV steroids, antihistamines, and epinephrine. I had labs drawn to test for infection and tick-borne illness. After an hour, the swelling went down, and I was sent home with a new prescription for prednisone and cetirizine twice a day. My lab results did not indicate infection. On (B)(6) my symptoms had not improved, and I went in-person to the (B)(6) clinic in (B)(6). When my doctor saw me, he said it was the worst allergic reaction he had seen and prescribed singular in addition to the medications I was taking. We discussed the unlikely possibility of being allergic to the loop recorder and instructed me to ask my cardiologist. I called the cardiology clinic at (B)(6) and spoke to a physician¿s assistant. She said she would talk to the doctor and get back to me. On (B)(6) 2025, I drove to the cardiology clinic at (B)(6). The pa evaluated me and addressed my concerns. She stated she would talk to the doctor and see about scheduling a removal in my tick-bourn illness panel came back negative (expected results (B)(6)). On (B)(6), I reached out to my primary care provider and physician's assistant at the cardiology clinic to see if it could be something else. They could not think of anything that hadn't been discussed. I began reading the instruction guide for the device and read that if the phone can't run the app in the background, it can interrupt data transmission. It occurred to me that my phone had consistently been in "low power mode" for nearly a week. I had been volunteering in a low reception area and figured I needed to preserve battery life on my phone since the device can't transmit data to my phone if my phone dies. I found out that when a phone is in "low power mode", apps stop running in the background. According to the user guide, if data transmission is not successful, the device will continue to attempt to resend the data. At this point, I was concerned that it was a heat rash/heat related injury. I took my phone off "low power mode" and two hours later there was a visible reduction of redness and swelling. On (B)(6), I was sitting on my couch and had just finished recording a video on my mobile device. I put my phone down and began eating dinner. I began to feel an intense burning sensation above the device and began to panic when I looked down and saw my skin was turning red. I opened the mymerlin app on my phone and a banner across the top of the screen alerted me that my phone storage was full and could interfere with data transmission. I deleted videos from my phone and within 15 minutes, the redness had almost completely subsided. At no point was there an indication for significant infection. Antihistamines were ineffective. I will provide time stamped photo and video evidence of injuries, as well as medical records.